Manufacturer narrative:
This supplemental report was submitted to provide a correction to the initial report. The initial report was submitted for a broken/defective component, however, after further review it was determined that the device had deformation/bent (non-reportable) to the outer tube. Device history records: the manufacturing and quality control review was performed for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue.

Event description:
A user facility reported to olympus that the scope was bent. The problem, as reported to olympus, was identified during reprocessing of the device. There was no patient injury or harm, associated with the event, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; a bent outer tube was noted. In addition, a shadow and reflection on the image were noted. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.